Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide the lot number? Not available from hospital. Was the needle retrieved during the same procedure? According to the nurse, any breakage looked to have been retrieved. What was done to retrieve the broken piece? Unsure was additional dissection required in other organs/tissues other than the target tissue? Not to my knowledge. Could you please confirm the country of event? United states trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m. Events reported in 2210968-2021-10096.

Event description:
It was reported that a patient underwent a robotic assisted hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.